Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the iab unfurled. The customer attempted to insert in the right femoral artery, the iab would not go through 8 fr sheath. No fluoroscopy used. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane loosely folded and blood found on the exterior of the catheter with the one-way valve attached. The sheath was not returned for evaluation. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the iab unfurled. The customer attempted to insert in the right femoral artery, the iab would not go through 8 fr sheath. No fluoroscopy used. There was no reported injury to the patient.